Event description:
It was reported that material migration and separation occurred resulting in non target embolization. Obsidio was selected for use in a type 2 endoleak embolization procedure. The 4cm endoleak sac was accessed under computed tomography (CT) guidance using two accustick cannulas. The patient was brought to the fluoroscopy room and contrast was injected through a 2.8 non-boston scientific microcatheter. Contrast appeared to stain the sack but did not leave the aneurysmal sac. The microcatheter was then flushed with normal saline and obsidio was connected and injected into the aneurysmal sac. The entire first syringe was injected without issue. Visualization was good and obsidio was seen filling the sac. The second syringe was connected to the microcatheter and obsidio was injected to the sack. Obsidio was injected using standard delivery. About halfway through the injection, obsidio started to fill the inferior mesenteric artery which was approximately 3 to 3 1/2 millimeters in diameter. A large column of obsidio filled the inferior mesenteric artery (ima) but never stopped moving and continued to flow distally, eventually splitting into smaller pieces and embedding themselves within the distal colic branches. The remaining flow was embolized using coils. The accusticks were removed and the patient was sent to CT for an abdominal angiogram. The were no patient complications and the patient was discharged home.

Manufacturer narrative:
A2: age at time of event: over the age of 18.